Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy the device was used in traditional manner of clamping and cauterizing for the surgery intended when clamped on artery, and the device would not disengage. The steps were continued when using the device to move forward with the procedure and the device continued to clamp down on the artery and would not let go. Assistance was used to remove the device from the vessel but that did not work. With several more attempts and working the handle the device finally released with no significant bleeding to the patient. Another device was used to complete the procedure. There was no patient injury. The patient's age was in the (B)(6).

Manufacturer narrative:
Final device investigation found that the device was returned with the blade missing and not returned with the device. Upon evaluation, the jaws were able to fully open and close, the trigger, switches and levers were easy to operate and the main handle was able to lock the jaws and latch and unlatch as designed. The device passed electrical testing. The device history record was reviewed and no discrepancies were noted.